Manufacturer narrative:
Date of submission (B)(4) 2017 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, moisture corrosion was found in the battery compartment. Unrelated to the original complaint, the battery compartment was found to be cracked below and above the grip pad. A cover crack was found between the corner of the lens and the case seal. A leak test was performed and failed due to a battery compartment leak, and a leak due to a crack in the pump case. The pump was opened and moisture corrosion was found inside the entire pump. Moisture corrosion was found on the display and all boards.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.